Event description:
It was reported that during a gastric bypass procedure, on the first firing, they closed the gun and fired. The device fired correctly, the staples were formed, but the jaws would not open. The device slide from the tissue after fired; however, the jaws never opened. The case was completed without any impact to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that a long45a was received. The device a was returned in a good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition, the device opened and closed without any difficulties. The analysis results found that long45a device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape, in addition, the device opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.